Event description:
It was reported that the customer was hospitalized due to high blood glucose of 900mg/dl. The caller stated that the customer had a cold and high blood count when he went to the hospital. It was stated that his blood glucose was treated with an insulin drip and antibiotics. Troubleshooting was declined as customer feel that the insulin pump is functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.